Event description:
Related to MFR report # 2183959-2012-01962. In or around 2008, an unk pelvic mesh product suspension device was implanted in the plaintiff with the intention to treat her pelvic organ prolapse and stress urinary incontinence. In 2010, plaintiff had an add¿l unk pelvic mesh product suspension device implanted. It was alleged by the plaintiff¿s attorney that ¿after, and as a result of the surgical implant¿ the plaintiff suffered ¿serious bodily injuries, including extreme pain, erosion of her internal tissues, dyspareunia¿ and other damages. It was additionally alleged that the plaintiff has ¿experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries.¿

Manufacturer narrative:
It is unk if which ams pelvic mesh product was implanted. Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.